Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was explanted and the right atrial and right ventricular leads were capped and replaced on (B)(6) 2018 for unknown reasons. No further information was available.